Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased results for sodium (na) and bicarbonate (co2) for a patient while running on the architect c4000 analyzer. The following results were provided on (B)(6) 2020 for sid: (B)(6). Na results = initial <108 mmol/l, repeat = 140 mmol/l (reference range = 137-144 mmol/l) co2 results = initial = 12 mmol/l, repeat = 23 mmol/l (reference range = 23-31 mmol/l) there was no impact to patient management reported.

Manufacturer narrative:
The complaint is associated with falsely depressed sodium, potassium, chloride, co2, and calcium results on patients generated on the architect c4000, serial number (B)(6). The customer observed liquid between the wash cups and on the center cover of the reaction carousel and wash cups full of fluid. The customer performed significant troubleshooting, including washing the cuvettes and cleaning the mixers. The mixer (list number 09d59-03) was determined to be the most likely cause of the discrepant results. The service history review for the architect c4000 processing module c402203 identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the mixer was cleaned. The tracking and trending data associated with the part and the analyzer were reviewed and no trends were identified. The device history record was reviewed, and no non-conformances or deviations were identified for the part associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module, serial number (B)(6) was identified.